Event description:
It was reported that since the patient¿s vns has been off, she has had more seizures. However, per the notes received the patient¿s device was still programmed on as it was indicated that the vns was interrogated and was found to be working with parameters confirmed. No other relevant information has been received to date.